Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a vessel dissection occurred and thrombosis occurred. Vascular access was gained via the right femoral artery. The 3.0x18mm, 95% stenosed, concentric and progressive target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca) with a significant bend between 45 and 90 degrees. The lesion was dilated with an unknown 2.0x10mm and 2.5x10mm balloons resulting in 65% stenosis. A 3.0x23mm non-bsc stent was advanced but was unable to cross the lesion. The lesion was dilated again with a 2.5x10mm balloon and the 2.75x24mm promus element stent was then advanced but was unable to cross the lesion. It was then noted that there was a grade a intimal dissection and thrombus formation in the mid rca. Patient became unstable, with chest pain, and became restless. The dissection was treated with a 2.5x12mm non-bsc stent which was post-dilated with a 3.0x10mm balloon. Distal rca flow was reestablished, patient stabilized and chest pain resolved. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the tip was slightly pinched. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a vessel dissection occurred and thrombosis occurred. Vascular access was gained via the right femoral artery. The 3.0x18mm, 95% stenosed, concentric and progressive target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca) with a significant bend between 45 and 90 degrees. The lesion was dilated with an unknown 2.0x10mm and 2.5x10mm balloons resulting in 65% stenosis. A 3.0x23mm non-bsc stent was advanced but was unable to cross the lesion. The lesion was dilated again with a 2.5x10mm balloon and the 2.75x24mm promus element stent was then advanced but was unable to cross the lesion. It was then noted that there was a grade a intimal dissection and thrombus formation in the mid rca. Patient became unstable, with chest pain, and became restless. The dissection was treated with a 2.5x12mm non-bsc stent which was post-dilated with a 3.0x10mm balloon. Distal rca flow was reestablished, patient stabilized and chest pain resolved. No further patient complications were reported and the patient's status is stable.